Manufacturer narrative:
(B)(4). Once the investigation has been completed, a follow up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-02390.

Event description:
It was reported that the patient was revised 1 month post-implantation due to infection. During the procedure, the femoral head and liner were replaced. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
Upon reassessment of the reported event it was determined that this report should have been reported on MFR number 0002648920 - 2018 - 00133.